Manufacturer narrative:
Lot 16n041 was manufactured from 12/17/2016 to 12/20/ 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed. The photograph did not clearly show evidence of the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused therapy solution. After a 46 hour infusion time, the bladder was not fully deflated and there was precipitation on the cap, device, and bag. The device was filled with fluorouracil in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information.